Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced absence of vibrate. The customer's blood glucose was unknown at the time of incident. The customer stated that they changed the battery but the anomaly persisted. The customer stated that the insulin pump was not dropped or bumped. The customer stated that the insulin pump had scratches all over. The customer stated that they performed self-test and the insulin pump did not vibrate during vibrate test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audio/vibrate anomaly due to blank display. Device received with minor scratched lcd window noted.